Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly and battery power cable assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an excessive voltage drop during defibrillator charging which may result in the device exhibiting the observed symptom.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device would allow the user to deliver a shock prior to the device coming to a full charge. As a result, the device may deliver an incorrect level of energy to a patient.